Event description:
It was reported by the rep the device was used during an exploratory laparoscopy for an adrenal mass. It was reported the 512b and 512sd were on the mayo stand. They performed a blunt dissection for the hasson trocar, 512b, and when the otomy was prepared and they were ready to insert the trocar-an armed 512sd trocar was inserted. The iliac artery and vein were severed. The case was converted to an open procedure. The pt was given blood during the procedure and medications were required. The pt admitted to intensive care unit for 3-4 days and the outpatient procedure became a 6 day inpatient stay. There is no add'l info regarding blood loss, medications needed. The risk mgr reported to the rep they believe this to be a user issue. On 3-9-98 rep spoke with the rn at the hosp and it was reported to him an incident occurred involving a resident and a reusable device. The rep was told to not worry about it-it was not an issue. The rep advised her a report would need to be filed if it was a disposable device. The rn refused to give any further info when asked. On 04/15/1998 the rep was notified by the risk mgr she had been informed by the or and surgeon of the incident. It was reported the surgeon used a disposable device. On 04/22/98 the rep reported there was no further info and the cin contacted the risk mgr. The risk mgr reported to the cin the md picked up the trocar thinking it was a tristar. The cin was told the trocars looked similar in the or and the colors are the same. The pt was given an unk amount of blood and discharged 4 days later.

Manufacturer narrative:
H10: rec'd medwatch from user facility.